Event description:
Physician was cauterizing a blood vessel using a right angle. The instrument was touched with cautery by the pa. The instrument sparked with small flash flame on mid shaft of right angle on the site of contact with cautery. Sparks and flame gone with instant removal of cautery. Water present on field. Right angle #bj104r, cautery machine f9b8529a. FDA safety report ID# (B)(4).